Manufacturer narrative:
Investigation summary: one (1) photo was provided by the customer for investigation. It shows a needle assembly which has been removed from the blister pack. The needle has pierced the needle shield and is sticking out. Both the needle and needle shield appear to be slightly bent. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. A needle can pierce the needle shield if it is bent when the needle shield is being pressed on. Bd acknowledges that the photo provided by the customer shows a needle which has pierced the needle shield. However, as this one (1) occurrence would not exceed the acceptable quality level (aql), no corrective or preventative actions are proposed in the scope of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle had penetrated the shield with a bd precisionglide¿ needle. The following information was provided by the initial reporter: needle was through the plastic cap when the overwrap was removed. The pharmacy staff member was not poked by the exposed needle but it was a possibility. There was only one needle like this in the packages that we could see.